Manufacturer narrative:
The investigation into the purge sidearm leak has been completed. No product was returned for evaluation. As per clinical, a slow leak was observed from the purge filter. The exact location of the leak associated to the sidearm filter is unknown. The cause of the purge leak issue was most likely a leak from the sidearm, but the exact location of the leak is unknown since the product was not returned.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The user facility reported a 63-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support as a bridge to transplant. During support, there was a very slow purge filter leak from the device. The leak was contained and no intervention was required.